Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported procedure was to treat a mildly calcified lesion in the proximal left anterior descending artery. The lesion was pre-dilated with a 1.5x15mm mini trek balloon. The 3.50x38mm xpedition stent was deployed at 12 atmospheres. A 3.5x15 nc trek was used for post-dilatation of the xpedition stent, after which a distal edge dissection was noted. Another 3.0x23mm xience xpedition stent was used to treat the dissection and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.